Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, including insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported abnormal impedances and no electrical connection were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, under fluoroscopy, it was observed this right ventricular (rv) lead was fractured. The seperation points were at least half an inch apart. This resulted in abnormal impedances and no electrical connection to the distal portion of the lead. The physician felt the lead fracture was caused by the patient's anatomy. Subsequently, this rv lead was partially abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.